Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the 2 devices were used during fixation of mesh in a laparoscopic intra - peritoneal on lay mesh (ipom) procedure. The first device was reported to function ¿o.k¿ but sometimes no tack came out and after the next firing, tack fall out. Tacks disengaged into the cavity of the patient and was retrieved. The second device was reported to have problems from the second reload. It was noted that when the sales rep picked-up the devices, the first device was ¿totally defect¿ and the firing button didn¿t work anymore. The second device has the light blue lock and unlock button not functioning correctly. Both devices were used to complete the case because some tacks could be fixed by each device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted no the timing was disrupted. The articulation knob functioned properly, allowing for proper articulation. A test device loading unit could not be loaded due to the disrupted timing of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.